Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 did not pair, though the ilet displayed glucose readings and showed a blood glucose of 341 mg/dl after a meal; the user had disconnected the g7 to pair a new sensor and believed the elevation was related to eating out, planned to let the ilet corrective algorithm address the hyperglycemia, and completed troubleshooting and education. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on activities, no medical intervention beyond routine device use, and no hospitalization. Investigation included review of device performance and user-reported history with troubleshooting guidance. Investigation of this case revealed that the ilet continued to receive glucose data and function, while the reported pairing failure related to the cgm-sensor connection process without evidence of ilet malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing difficulty with the cgm rather than an ilet device failure.